Event description:
On 5/5/86 an ipp device was implanted. On 12/3/86 the pump was revised. On 12/30/87 the cylinders and pump were revised. On 3/17/97 the entire device was removed from the pt and a malleable device implanted due to pain.